Manufacturer narrative:
A bsc crm technical services consultant discussed progrmaming options and the patient's diagnostics with the caller. The patient is being evaluated for all possible causes and the findings with a physician and will program the device appropriately. No other adverse events have been reported. This issue will be re-evaluated if additional information is received.

Event description:
Boston scientific crm received information that this patient presented to the emergency room due to a syncopal episode. The patient appears to have long retrograde conduction and intermittent pacemaker mediated tachycardia (pmt). It is unknown at this time, if the syncope is related to the pmt or a device issue.